Manufacturer narrative:
All available information was investigated, and the reported clip opening while establishing final arm angle (efaa) was unable to confirm via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on all available information and the returned device analysis, a cause for the reported clip opening during efaa cannot be determined. Although a cause for the reported issue could not be determined, on 8/22/2022 abbott determined that a correction notice was required for the mitraclip and triclip delivery system(s) regarding clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl). The correction notice was issued by abbott on 06 sep 2022. The two additional clip delivery system (cds) devices referenced in the event are filed under separate medwatch report numbers.

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. During preparation of the clip delivery system (cds), the clip failed to establish final arm angle (efaa). The cds was not used. One clip was implanted successfully. Another cds was advanced however after deployment, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). A third clip was deployed to stabilize the slda clip however again post deployment, the clip detached from the anterior leaflet. Per the physician, the slda's were due to suspected weak tissue. No further treatment was performed and the procedure was completed with the mr reduced to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. As of aug 22, 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).